Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had angulation malfunction. The device was returned for evaluation. During the device evaluation, the nozzle was found with foreign objects due to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before being sent to olympus. The customer does not have any idea what the foreign material was. There was no delay in the precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/ water nozzle with water and air. The customer wiped/ brushed the air/ water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/ water nozzle channel with the detergent solution. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the evaluation found the nozzle was found with foreign objects due to insufficient cleaning, adhesive on the bending section cover or distal sheath (a-rubber) had a chip, adhesive on a-rubber had a crack, adhesive on a-rubber had white-clouded area, adhesive around the objective lens had white-clouded area, adhesive around light guide lens was peeled, plastic distal end cover had a dent, connecting tube had a scratch, connecting tube had discoloration, the angle wires were stretched, grip was shaved, switch 4 had wear, universal cord had a scratch, protector of universal cord on suction connector side had a scratch, plug unit had a scratch, plug unit had discoloration, adhesives around the objective lens has white-clouded area, objective lens had a chip, adhesive around light guide lens was peeled, connecting tube had a scratch, and the connecting tube had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series, chapter 3 preparation and inspection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.